Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services suggested the health care professional continue to monitor and provided troubleshooting options. Additional information has been requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.